Manufacturer narrative:
H6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a damaged downstream occlusion (dso) seal and damaged upstream occlusion (uso) seal. After investigation the results indicated a reportable malfunction due to the damaged dso seal and uso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and uso seal, updated software, reset the unit to standard configuration, and performed dso/uso sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for the scratched lens, and during physical inspection it was found that the downstream occlusion (dso) seal and upstream occlusion (uso) seal that were found damaged. After investigation the results indicated a reportable malfunction due to the damaged dso seal and uso seal. This occurred during testing, and there was no patient involvement.